Event description:
It was reported the pt experiences pain at the ipg site whether stimulation is on or off. Impedance testing and x-rays did not reveal any anomalies. The pt will undergo reprogramming on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.